Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the patient and had to be surgically removed. The target lesion was located in the anterior tibial (at) artery. The physician advanced a csi viperwire guide wire across the lesion and loaded the oad onto it. The physician performed two runs at low speed and one run at medium speed in the proximal segment of the lesion. The oad was advanced distally and the physician performed a run at low speed. While retracting the device back proximally during the run at low speed, the device bogged down and got stuck in the lesion. The physician attempted to spin the oad out of the lesion, but was unsuccessful. Additional removal attempts were made, but the oad could not be removed from the patient. The patient was transferred to the operating room and a surgical cutdown was performed to remove the oad. The patient status remained stable throughout the procedure. Additional information has been requested, but none has yet been received.